Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that catheter was splitting with a bd insyte¿ autoguard¿ winged bl. This occurred on 2 separate occasions but the date/time of each occurrence is unknown, no patient was involved. The following information was provided by the initial reporter: material no.: 381523, batch no.: 8344624. It was reported there an insyte complaint. New information received 05/15/2019: it was explained that the catheters were split at the distal end causing the needle to advance out of the side. The defect was noticed before any patient contact.

Manufacturer narrative:
Investigation summary: DHR review was performed on lot number 8344624; the lot number was built on afa line 5 from 19dec2018 thru 22dec2018 packaged on packaging line 10 from 23dec2018 thru 27dec2018 for a quantity of (B)(4) units. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings on the build of this lot number. Observations and testing could not be performed because units were not received for investigation of this incident. Indeterminate ¿ without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.

Event description:
It was reported that catheter was splitting with a bd insyte¿ autoguard¿ winged bl. This occurred on 2 separate occasions but the date/time of each occurrence is unknown, no patient was involved. The following information was provided by the initial reporter: material no.: 381523, batch no.: 8344624. It was reported there an insyte complaint. New information received 05/15/2019: it was explained that the catheters were split at the distal end causing the needle to advance out of the side. The defect was noticed before any patient contact.